Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas corporation alleging a continuous glucose monitor (cgm) cs 215 call service alarm was emitted when the transmitter was in use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the interruption of the cgm data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/01/2016 with the following findings: evaluation revealed that the returned transmitter was paired with test pump correctly. Bg value was set to 120 mg/dl twice within 2 hours. Both bg calibration requests entered successfully. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No eaw occurred, the transmitter performs within specifications, unable to duplicate ¿call service 223¿ complaint. (B)(4).